Event description:
The issue occurred during the acl while the femoral tunnel was being drilled. The 2.4 passing pin was successfully drilled through the femur. The 4.5 endobutton drill was then reamed over the top of the 2.4 passing pin. However when reaming and removing the 4.5mm drill it was noted that the tip of the 4.5mm endobutton drill was missing x- ray were called and the small tip of the 4.5 endobutton drill was located in the femur. Attempts were made using x-ray to remove the small tip. However it was deemed an impossible job. The decision made was to drill a new femoral tunnel, leaving the metal left in the femur to avoid the risk of metal debris going into the joint.

Manufacturer narrative:
One drill was returned for evaluation the drill head is missing. There is scoring at the distal end which is normal. A review of the component part number (B)(4) was completed and no abnormalities were observed. A complaint history of the lot was performed and no additional complaints for this failure mode have been reported. (B)(4).